Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, the tip cover was returned with various mechanical tears and various holes burned though the silicone. The silicone exhibits localized melting around the holes which is an indication that multiple arcing events occurred. One of the holes has a tear adjacent to one side. The tip cover also has various mechanical tears in the general vicinity of the holes.

Event description:
It was reported that during a da vinci s hysterectomy procedure, arcing was observed coming from the wrist of the monopolar curved scissors (mcs) instrument with a tip cover accessory installed. At the time of the event the surgeon was attempting to go around a large fundal fibroid with the wrist of the instrument at an acute angle. The tip cover was replaced and the procedure continued, however, arcing was observed each time the acute angle was made with the mcs instrument affecting two additional tip covers. The mcs instrument was checked for burrs by the surgical staff and was found to be within specification. The case was successfully completed. No patient harm or adverse outcome was reported. Please also see MDR 2955842-2010-00245 and 2955842-2010-00246.